Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. A guidant technical services representative discussed the frequency and patterns of tones from the device. The patient was referred to their physician. Guidant received additional information that this device was explanted for normal battery depletion. During the change out, this defibrillation lead exhibited pacing impedances of greater than 3000 ohms. The r-wave measurements were good, but the pacing thresholds were slightly elevated. The rate/sense portion of the lead was surgically abandoned and replaced with a guidant pacing lead. The shocking portion remains in service.